Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown 3.5mm locking screw, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, oh, chang-wug, and et al."primary unreamed intramedullary nailing for open fractures of the tibia" international orthopaedics (2001) 24:338-341. Korean article. This study investigated the progress and complications in open tibia fractures treated with an im 8 or 9mm nail and 3.5mm locking screws. The study group included 42 patients (46 open tibial fractures) that were treated by primary unreamed intramedullary nailing and soft tissue care. The following complications occurred: screw: 6 locking screws broke in six cases post-operatively. This is report 2 of 2 for (B)(4). This report is for an 3.5 mm unknown locking screw. A copy of the literature article is being submitted with this medwatch.